Event description:
It was found through a periodic review of the manufacturer's programming history database that high impedance was detected through diagnostics of the patient's device. The physician's office indicated that no medication changes had occurred at the time of detection. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
X-rays of the neck were reviewed by the physician, who reported that they were unremarkable, with no discontinuity of the lead observed. The physician also reported that there was no trauma or manipulation to the vns. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.